Event description:
General report received of an unspecified number of undocumented incidents of patients receiving less medication than intended. The customer contact reported line b of the pumps were programmed in the piggyback mode to deliver unspecified medications. At the completion of the deliveries on line b, it was noted that the piggy back solution containers still contained medication. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the devices were in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.